Event description:
Reportedly, during a routine follow-up on (B)(6) 2017, the physician was not able to interrogate the device with a programmer. The penultimate follow-up was performed on (B)(6) 2017 (the device was most probably not interrogated with smartview version 2.54). The patient is currently followed by remote monitoring system and a report was successfully transferred on (B)(6) 2017. The next followup in clinic will be performed on (B)(6) 2017. Preliminary analysis confirmed the reported event. Patient care recommendations have been provided to perform a recovery procedure on this device.

Manufacturer narrative:
The penultimate follow-up was performed on (B)(6) 2016. (B)(4)

Event description:
Reportedly, during a routine follow-up on 29 august 2017, the physician was not able to interrogate the device with a programmer. The penultimate follow-up was performed on (B)(6) 2016 (the device was most probably not interrogated with smartview version 2.54). The patient is currently followed by remote monitoring system and a report was successfully transferred on (B)(6) 2017. The next followup in clinic will be performed on (B)(6) 2017. Preliminary analysis confirmed the reported event. Patient care recommendations have been provided to perform a recovery procedure on this device.